Event description:
A malfunction alarm was reported, and there was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support (cts) to put the pump into storage mode and return it using a pre-paid label, which the customer understood and acknowledged. Cts confirmed that the pump was under warranty and decided to replace it, with the customer using a multiple daily injection backup therapy to ensure insulin delivery was not interrupted.